Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 222 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer states the contacts on the battery cap are neither missing nor damaged. Customer state that the contacts on the battery cap are neither missing nor damaged. The insulin pump will be returned for analysis.